Event description:
It was reported that this right atrial (ra) lead was noted to be intermittently capturing. It was determined that the lead was dislodged. This lead was repositioned and remains in service. No additional adverse patient effects were reported.